Event description:
No additional information reported.

Manufacturer narrative:
Reported event could not be confirmed; no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that zip tight ankle syndesmosis suture broke while it was being tightened. No additional information available at this time from the event.